Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen was blank. The patient changed the batteries and got the pump running but it started alarming again. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.